Event description:
It was reported that this pacemaker exhibited a decrease of three years in battery longevity over an approximately ten month period. Technical services (ts) was consulted, and upon review of the available information, ts determined that the drop in longevity was related to an increased number of telemetry sessions performed to verify correct device functionality during follow up. Power consumption was found to be stable, and the pacemaker was determined to be depleting normally. In addition, oversensed noise was observed in the right ventricular (rv) and right atrial (ra) channels. Ts suspected this could be related to an insulation anomaly of the leads; however, this was not confirmed. Ts also noted that sensitivity settings had been adjusted per device parameters. Further in clinic evaluation was recommended. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.